Manufacturer narrative:
(B)(4). The sample was discarded. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of any samples being available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter homecare services representative (hcsr) called corporate product surveillance (cps) (B)(6) 2011 to relay report received on the same day from the home patient (hp) for 20 each mini-cap, disconnect w/pvp-1 solution, lot number gd880781, in which the iodine is missing, "they are white," was detected during setup (B)(6) 2011. Hcsr relayed that the hp has not opened the remaining product in the box. Hcsr relayed that the product was delivered to the hp (B)(6) 2010. Hcsr relayed that hp does not have other product available and that the hp's nurse is supplying product for the hp. Hcsr relayed that the hp has retained both the opened samples and the remaining unopened product from the box for evaluation. There was patient involvement. No injury or adverse event is reported. This is report 5 of 20. On (B)(6) 2011, product surveillance spoke with the customer regarding the reported issue of iodine missing. The patient stated that those mini-caps were all thrown away. The patient had received new mini caps from home care services and her therapy was going well with no further issues.